Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the device has no voltage. A shared data log was not provided. The reported event of a failed transmitter error could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a transmitter failed error that occurred on (B)(6) 2016. No injury or medical intervention was reported. All available information pertinent to the medwatch 3500a is included in the initial submission. No follow-up report needed. Follow-up due date was removed.